Event description:
The customer reported that the system displayed a fast stop switch error message and the system shut down twice. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fast stop buttons were cleaned and reassembled. The system was then found to be operating as intended.